Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. The pt/layperson complained that his onetouch ultralink meter prompted error 2 after inserting the test strip at 1:50 pm on (B) (6) 2009, the day of his call. Fifteen mins later, the pt reportedly was irritated. At 2:35 pm, the pt tested on another meter (result 240 mg/dl) and bolused 3.9 units from his insulin pump based on that result. There is no indication the product contributed to injury since the pt's blood glucose result and symptom of irritation do not meet criteria for serious injury, and the pt did not delay bolusing insulin. Since the alleged error 2 issue was not resolved, the complaint is reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.